Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, intra-op, the plastic inner sleeve detached from the outer metal sleeve. It detached when after the cage had been implanted while the surgeon was loosening it to remove it from the cage. The cage was fully inserted into the disc space and he was removing the inserter to be able to implant the second cage.

Manufacturer narrative:
Product analysis: unable to manually remove sleeve component without damage. It is noted that material ((B)(4)) shrinkage of the bushing may be due to the natural aging process, and could be the root cause of the issue: ¿after reworking multiple instruments and finding both acceptable and unacceptable undercuts with failing plastic inserts, it appears that the true root cause is the potential material shrinkage in the insert itself.¿ conclusion: the associated observations are consistent with a material design issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.